Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no ncmr's recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after completing the dissection, the device was inserted to complete the harvest. The harvester started the fasciotomy and the device immediately overheated. The device was allowed to cool down and then the fasciotomy was restarted. However, the device immediately overheated again. The extension cord and the generator were then changed. Unfortunately, the device immediately overheated again. After giving the device time to cool and changing out the power cord and the generator, the device was still overheating and not working properly. Therefore, the device was removed from the surgical field and a new device was opened. The case was finished with no further complications. There were no adverse outcomes due to this defect.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after completing the dissection, the device was inserted to complete the harvest. The harvester started the fasciotomy and the device immediately overheated. The device was allowed to cool down and then the fasciotomy was restarted. However, the device immediately overheated again. The extension cord and the generator were then changed. Unfortunately, the device immediately overheated again. After giving the device time to cool and changing out the power cord and the generator, the device was still overheating and not working properly. Therefore, the device was removed from the surgical field and a new device was opened. The case was finished with no further complications. There were no adverse outcomes due to this defect.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the jaws. The heater wire was observed to be flexed at the center, but remained attached at the base and tip of the hot jaw. A pre-cautery test was performed per the instructions for use (IFU) with a reference cable, adapter, and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure "overheating of device" was not confirmed but was confirmed for the analyzed failure ¿material twisted bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.